Manufacturer narrative:
Returned device was received in used physical condition without its original package. During the evaluation of the device, the sample was visually inspected at a distance of 12" under normal conditions of illumination and no discrepancies were detected. The sample returned was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality and a occlusion was detected. The most probable root cause is that excess solvent was applied in the solvent bonds. Production personnel was trained on (B)(6) 2020 on pm-417 rev.104 in order to reinforce the solvent application. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an extension set connected to a smiths medical cadd infusion pump with an inline filter had a suspected occlusion in the fluid pathway in the product. There was no patient injury. There were no adverse events reported.